Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the instrument without any pt injury.

Manufacturer narrative:
1/27/1998-supplemental report #1 submitted to FDA. Quality assurance is unable to determine the cause of the difficulty encountered as the unit was returned fully fired and completely disassembled.